Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached early elective replacement indicator (eri) within two years of being implanted. Therefore, the crtd device was removed and replaced with a new device. No patient complications have been reported as a result of this event.